Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed incoming testing. Root cause investigation is underway. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the failure was isolated to a shorted c10 capacitor on the computer/analog pca. The root cause for the shorted c10 capacitor could not be positively identified. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed incoming testing. Root cause investigation is underway. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.